Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. Treatment details and cause of the infection were not reported. Action taken with therapy was not reported. Recovery status of the patient was not reported. Additional information was requested, but the nurse declined to provide any more information on this event.